Event description:
It was reported, the camera head had a flat interface cable that was loose. The issue occurred, during preparation for use. Before a diagnostic laparoscopic surgery procedure. And completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation and correction. The device was returned to olympus for inspection. And the reported failure was confirmed. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, it did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a flat interface cable that was loose. The issue occurred during preparation for use before a diagnostic laparoscopic surgery procedure and was completed using a similar device. There were no reports of patient harm.